Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
D10: 02-010-03-0335 - logic cr femoral cem, right, sz 3.5 (B)(6); 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t (B)(6); 02-012-51-3511 - logic tib insert impl crc, sz 3.5, 11mm (B)(6); 200-07-32 - advanced patella 32mm 3 peg implant (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported by a patient that approximately 8 years after a right total knee replacement surgery, he suffered a uti. The patient reported the uti was caught early and treated with antibiotics. Subsequently, the patient reports an infection into his right prosthesis. The type of infection and patient impact is unknown. The patient states he needs surgery on his knee. No medical or surgical interventions were reported. No additional information is available.